Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-03206. The patient received a scs system on (B)(6) 2009. It was reported that the patient suddenly lost stimulation in her lower leg. It was discovered that four of the contacts exhibited high impedances. Follow up with the patient indicated she is going to meet with the doctor at a later date. No further information is available at this time.